Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing and visual data of the reported event. However, the reported problem could not be duplicated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was missing clinical information. Complainant indicated that there was no patient involvement in the reported malfunction.